Event description:
The manufacturer received information alleging a failure of the keypad had occurred the device. The device was replaced by another device at the customer site. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed on the device during an operational check. The "fit for the flexible board was loose after disassembling the device". The device's front panel was proactively replaced on the device. After replacing the part on the device, the final and run-in tests were performed along with the battery and valve checks on the device. The device was operational, and it was cleaned.